Manufacturer narrative:
(B)(4). It was discovered that this was a duplicate report. All follow up information will be provided in mfg report num. 2028159-2016-00450. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during setup for a procedure, the system shut down on its own. An alternate system was used to proceed with surgery. There was no patient impact.